Event description:
The complainant reported a patient was implanted with an impella cp for circulatory support. During support, there were intermittent placement signal unreliable alarms. The impella was running without issue so support continued. The audio for the alarm was silenced. The pump was eventually weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were investigated and the placement signal not reliable (psnr) alarms were confirmed. Particularly early in the case the signal-to-noise ratio (snr) is quite abnormal and low. As the case progressed, the snr improved, though still at relatively low values. Additionally, contrast had an abnormally large variability during this period of low snr. Lamp, gain, and light weren't really affected by the issue. Pump flows were within specification and only seven suction alarms triggered throughout the case, indicating patient condition was not the cause. Data logs for other pumps run on the same console were referenced, and there was a pump run after this one with low snr causing psnr alarms throughout the case as well. Product was not returned for investigation. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.